Manufacturer narrative:
No medical records were provided, however, images and a photo were provided to the manufacturer and are currently under review. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the vascular stent graft allegedly failed to deploy in the sfa via an antegrade approach, therefore, the device was removed from the patient without incident. Reportedly, another device was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that the vascular stent graft allegedly failed to deploy in the sfa via an antegrade approach, therefore, the device was removed from the patient without incident. Reportedly, another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: based on the investigation of the returned catheter sample and the images provided it was confirmed that the delivery system could only partially deploy the stent graft. The outer catheter was found elongated and fractured which made a successful deployment impossible. A high deployment force must have been present before the fracture occurred. It was also confirmed that the inner catheter fractured at the distal end, leading to separation of inner catheter including distal blue inner catheter tip. The product is contraindicated for use in the distal superficial femoral artery; so, the reported application represents an off-label use of the device. However, based on the available information and the evaluation of the returned sample, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Furthermore, the IFU states: 'a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure.' Regarding the anatomy of the placement site the IFU states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' The product is contraindicated for use in the distal superficial femoral artery. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.